Event description:
Device malfunction: none. Symptoms/ae: thrombosis. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, a thrombosis was noted in the stented portion of the vessel. The thrombosis was aspirated and the patient was given 2 mg of tpa. One day post procedure, the patient experienced a stroke with symptoms of left sided weakness and neglect. An MRI revealed numerous punctuate acute lacunar infarctions. Three days postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke and in-stent thrombosis are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.